Event description:
During attempts to advance a coronary stent to an unknown target lesion site, the stent dislodged off the balloon catheter. The location of the embolized stent is unknown. Another coronary stent was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.